Manufacturer narrative:
Concomitant medical products: 694758, lead, implanted: (B)(6) 2011; dtma1d1, ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had under-sensing. It was noted that the lead was programmed to the most sensitive setting and it is difficult to determine from the stored electrograms (egm) if there is atrial under-sensing. The lead remains in use. No patient complications have been reported as a result of this event.